Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced issue where infusion set failed to adhere on (B)(6) 2026 and detached completely when the patient withdrew the insertion device, resulting in bleeding at the insertion site that further prevented the set to adhere. The issue occurred with two sets.